Manufacturer narrative:
(B)(4).

Event description:
As per medwatch received: pt underwent a video-assisted thoracic surgery, left upper lobectomy. Approx 8 1/2 hours later, pt was returned to the operating room due to postoperative bleeding from the bronchial staple line. The pt was noted to have arterial bleeding through the bronchial staple line. This was controlled with sutures. There was approx 500 to 700 ml of a blood clot in the left chest around the hilum.